Event description:
It was reported there was a lead warning for the right ventricular (rv) lead which had noise and high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the inner tubing was torn, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer overlay tubing, the helix was distorted/bent and there was blood in/on the helix mechanism.